Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with a cardiac resynchronization therapy defibrillator (crt-d) and subcutaneous implantable cardioverter defibrillator (s-ICD) system developed an infection. The patient is a end-stage renal dialysis patient with a shunt in his right arm. The patient had a temporary catheter in his right arm that had evidence of puss when it was pulled out. Then a PICC line was inserted near the subclavian vein (around pocket of the crt-d system) and then the crt-d system became infected. It was noted that the patient also had diaphragmatic stimulation and higher thresholds with the left ventricular (lv) lead, therefore the lead had been programmed off. The crt-d system was explanted on (B)(6) 2017. The plan was to re-implant with a new transvenous system, however the patient tested (B)(6) for (B)(6) and had a dialysis shunt on the right side. A decision was made to implant a non-boston scientific bipolar leadless pacemaker through the femoral vein. The new pacemaker was programmed to vvi at a rate of 40 ppm. The patient also has a concomitant subcutaneous implantable cardioverter defibrillator (s-ICD) system that was implanted in (B)(6) 2016. The s-ICD was programmed off at the time of the crt-d implant, but left in as a potential back-up since the patient had a history of infections. The s-ICD has since been programmed back on and is working concomitant to the new non-boston scientific leadless pacemaker. Since the patient has a left atrial thrombus, defibrillation threshold (dft) testing was not performed. The field representative programmed the s-ICD to secondary with therapy zones at 200/230 bpm. Pacing was tested with the s-ICD at 100 ppm and there was no double counting observed by the s-ICD.